Event description:
The subject device tested positive for bacteria during routine cultures performed preventively by olympus iberia at the client's home. The device tested positive for unspecified amounts of bile-tolerant gram-negative bacteria and escherichia coli. The total aerobic microbial count was more than one (1) colony forming unit (cfu), and the total anaerobic microbial count was more than one (1) cfu. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The subject device is expected to be returned to olympus for evaluation. Once the investigation has been completed, a supplemental report will be submitted with the results of the device evaluation. We have requested details regarding the facility's cleaning, disinfection, and sterilization processes. The information has not been received to-date.

Event description:
The user provided their cleaning disinfection and sterilization (cds) practices of the subject device where the detergent used for pre-cleaning is enzimatico. The steps performed in pre-cleaning are aspiration of water through the instrument / suction channel, and flushing the air/water and auxiliary water channels. The device is manually processed with an unknown model cleaning brush and enzimatico detergent. The device is not manually disinfected. The brushed points are the instrument / suction channel, suction cylinder, the instrument channel port, and the distal end / arears around elevator. The device is processed in an olympus etd automated endoscope reprocessor (aer) with olympus detergent and disinfectant. The device is stored in a simple cabinet without drying function and hung vertically. Olympus is the maintenance provider of the subject device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the customer provided cds practices (please see b5), results of third party testing (please see b6), the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. A few defects were noted where the bending section rubber sleeve had a leak, the light guide rod lens (3x) and distal cover were slit/cracked and there was low angulation. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.